Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool smarttouch sf catheter, and the catheter was stuck somewhere in the "lv". They were able to rotate it and get it loose and noticed blood under the plastic coating on the tip. The catheter was difficult to maneuver with the handle knob. The catheter was replaced, and the problem was resolved, and the case continued there was no adverse event reported on the patient. This event was originally assessed as not MDR reportable. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, visual inspection and functional test of the returned device were performed. Visual analysis revealed reddish material presumably blood in the pebax section. Further investigation revealed a hole in the pebax. This finding is MDR reportable.

Manufacturer narrative:
The thermocool smarttouch sf device was returned to johnson and johnson medtech for evaluation. Visual inspection and functional test of the returned device were performed following johnson and johnson medtech procedures. Visual analysis revealed reddish material presumably blood in the pebax section. Further investigation revealed a hole in the pebax. A dimensional test was performed, and outer diameters of the device were found within specifications. A manufacturing record evaluation was performed and no internal action was found during the review. The hole in the pebax could be related to the foreign material inside the pebax reported by the customer; therefore, the complaint was confirmed. However, medical device entrapment was not confirmed. The potential cause of the hole in the pebax could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).